Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: shaft separation requiring surgical intervention. Device issue: shaft separation. It was reported that the tornus was being used in a distal dominant circumflex, and successfully crossed the lesion. However, when the tornus was turned clockwise to remove, the shaft broke and separated. The separated portion could not be retrieved. The patient was sent for urgent cardiac surgery for bypass, at which time the remainder of the tornus was retrieved. The patient is recovering very well. There is no additional event or patient information.